Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the garage leaves were bent and twisted during thumb advancement. The garage leaves were damage from striking and carving into the flex-guide, which stopped the thumb advancement. The thumb advancer was approximately 5 mm proximal of step #3. Internal inspection found the safety release rod had become dislodged during deployment, which also indicates the device was used against resistance. Although not reported, the damage detected indicates excessive resistance was met during the thumb advancer stroke. The most probable root cause for this type of damage is due to the flex-guide, tubeset and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stop, leaving the garage leaves unsupported, striking and carving into the flex-guide during thumb advancement and subsequently preventing clip deployment. The proximal location of the carving indicates that the damage occurred during plunger deployment, these findings are consistent with and confirm the reported experience of difficulty deploying the plunger. The location of the thumb advancer indicates that deployment was continued after resistance was encountered at step #2. Per the instructions for use, the device is to be stabilized at the angle of the tissue tract during plunger deployment and not to advance the thumb advancer against resistance. Based on the inspection criteria and the analysis of the returned device the cause for the event was related to incorrect technique/procedure. No manufacturing or quality issues were detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other previous incidents reported for plunger deployment failure.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during deployment of the plunger, it could not be completely pushed down. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.